Event description:
The customer contacted beckman coulter inc. (Bec) to report a small amount of contained leak from the cap piercer that leaked onto sample tubes, on the unicel dxc800pro synchron chemistry analyzer. The customer was wearing gloves and lab coat at the time of the incident. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and identified and cleared debris occluding the blade wash drain fitting. The failure mode of the event was the occlusion/obstruction blade wash drain fitting. (B)(4).